Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. There was blood/body fluid in/on the outer tubing overlay, and there was blood in/on the lobe mechanism. (B)(4): the full lead was returned, analyzed, and no anomalies were found. The distal conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic cut, and there was apparent explant damage.

Event description:
It was reported that during the implant attempt, the physician was unable to place the (B)(4) lead due to patient anatomy. A (B)(4) lead was also attempted, with the same problem. The leads were not implanted, and were not replaced. No patient complications have been reported as a result of this event.